Event description:
It was reported that, "tip of the conical extractor broke off, inside the screw."

Manufacturer narrative:
It is not known if the device will be returned for investigation. If the device or additional information becomes available, it will be reported on a supplemental report.